Event description:
A system error (se) 2367 alarm was identified in the log of a returned homechoice device. The system error occurred on (B)(6) 2012 at 03:38:01. It is unknown if this alarm occurred during patient therapy; however, no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. A 510(k) number will not be provided in the emdr, because the product is unknown at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The report of system error 2367 was confirmed in the homechoice event log. However, the root cause was undetermined as the disposable device was not returned. A batch review was not conducted as the lot number was unknown.